Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be manufacturing related due to operator error/ mechanical error/ thin rubberized layer. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter balloon would not deflate due to malfunction. Urology was consulted, follow up with urology was needed for possible cystoscopy to ensure no balloon pieces were retained in bladder. Urology consulted from medical record that the balloon palpated through vaginal wall and tried to pass wire through the water port but that was not open up. Then tried to irrigate it with sterile water in a syringe but the balloon could not be deflated. Speculum was then placed vaginally and was able to palpate balloon. Then, spinal needle was passed through the anterior vaginal wall to pop the balloon. The pieces of the balloon appeared to be missing after the catheter was removed. Per additional information received on 29sep2020 via email from the complainant, the patient is scheduled for a cystoscopy on (B)(6) 2020 to verify there were no retained fragments. The patient had the foley placed by the physician in the operating room for a laparoscopic removal of a pelvic mass.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon would not deflate due to malfunction. Urology was consulted, follow up with urology was needed for possible cystoscopy to ensure no balloon pieces were retained in bladder. Urology consulted from medical record that the balloon palpated through vaginal wall and tried to pass wire through the water port but that was not open up. Then tried to irrigate it with sterile water in a syringe but the balloon could not be deflated. Speculum was then placed vaginally and was able to palpate balloon. Then, spinal needle was passed through the anterior vaginal wall to pop the balloon. The pieces of the balloon appeared to be missing after the catheter was removed. Per additional information received on 29sep2020 via email from the complainant, the patient is scheduled for a cystoscopy on (B)(6) 2020 to verify there were no retained fragments. The patient had the foley placed by the physician in the operating room for a laparoscopic removal of a pelvic mass.